Manufacturer narrative:
Corrected information. The information that was inadvertently included in the previous follow-up medwatch report regarding a different patient was reported under medwatch MFR report # 2916596-2018-00271.

Event description:
Corrected information: information regarding a different patient was inadvertently provided in the previous follow-up medwatch report which indicated that "the patient''s lactate dehydrogenase level initially increased from 537 u/l to 816 u/l on (B)(6) 2017 prior to its return to baseline values on (B)(6) 2017 after the patient was started on heparin and integrillin infusions." Information was correctly reported indicating that the patient¿s lactate dehydrogenase (ldh) level was in the in 500 u/l range on (B)(6) 2017 and that the patient was given heparin and integrillin infusions; however, information was incorrectly provided indicating that the patient¿s ldh level had increased from 537 u/l to 816 u/l on (B)(6) 2017. Review of the complaint file determined that this information referred to a different patient.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed transient elevations in pump power and estimated flow; however, no device-related issues were identified during the evaluation of the returned pump, and a correlation to the reported event could not conclusively be established. The device was returned assembled with the driveline cut approximately 0.75 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. A sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the device upon disassembly revealed a small, pink deposition loosely seated between the outlet stator bearing ball and one of the outlet stator blades. This deposition was not adhered to the device and lacked lamination. Furthermore, the absence of structure and lack of contact marks on the rotor bearing cup indicate that this deposition developed acutely and was not likely present while the device was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level had initially increased from 537 u/l to 816 u/l on (B)(6) 2017 prior to its return to baseline values on (B)(6) 2017 after the patient was started on heparin and integrillin infusions. The patient was on integrillin for 3 days and was also taking aspirin, persantine, and coumadine as of (B)(6) 2017.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 33 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2017 with fluctuations in pump flow & power. The patient's inr was 2.8 on (B)(6) 2017. The patient was started on integrillin. On (B)(6) 2017, it was reported that the patient remained on heparin and integrillin, inr 1.9 and lactate dehydrogenase (ldh) level was 500 u/l. The ramp echocardiogram was unremarkable. The lvad clinicians suspected a thrombus formation somewhere in the pump or circulatory loop. The patient will be monitored and listed as a status 1a for heart transplant. No further information was provided.